Manufacturer narrative:
A ventilator was reported intermittently failing pressure transducer test in pre-use checks. Our field service engineer investigated the ventilator on site and found issues in a pressure transducer. Logs and the failing pressure transducer printed circuit board (pcb) were returned for investigation. The failure was confirmed in received device logs, and event was dated to (B)(6)2021. The returned pcb was mounted in a reference ventilator for simulated use testing and zero-pressure voltage drift was out of specification. Microscope images showed that the pressure sensor was dirty. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was probably caused by dirt on pressure sensor on the pressure transducer pc board. The cause of the dirt has not been determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).